Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2020, that a skin reaction occurred. The sensor was inserted into the upper buttocks. A photo was provided, and a review of the photo confirmed a severe skin reaction. The reaction showed to be a red rash on hip, blisters and weeping at prior sensor site. Additional information was received on 05/28/2020 from the patient¿s healthcare personnel (hcp). The hcp stated that she ordered prescription hydrocortisone cream to treat the area, and prescribed use of eakin surround skin protector for the patient¿s future sensor sites. It was also reported that the skin reaction site had healed at the time of further contact. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.